Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. During the procedure there were no recaptures, no odd or suspect behavior from any product during the procedure. After the procedure, the patient was brought to the catheterization laboratory and pericardiocentesis was performed, 300cc of bright red blood was removed from the pericardium. Protamine was administrated and the effusion was observed for ten (10) minutes to make sure it had resolved via surface transthoracic echocardiography (tte). The physician proceeded to returned to the recovery area to perform another limited echocardiography to make sure it was not still active. The effusion had persisted and the patient was experiencing tamponade again. The decision was to send the patient to surgery to resolve the effusion. Cardiothoracic (CT) surgery was successful, and a very small hole was found on the anterior/superior aspect of the left atrium (la). The hole was closed with a stitch and was deemed successful. The patient was discharged on 11-jun-2026 and was placed back on eliquis with 2.5mg twice daily with plan for follow-up limited echocardiogram to be in approximately 1 month.